Event description:
It was reported the patient experiences pain at her scs ipg pocket site and the scs ipg moving within the pocket site. It was also reported the patient has lost a significant amount of weight since receiving her permanent implant. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.